Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (battery life w/ moisture) issue. It was reported that there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/17/2017 with the following findings: a review of the black box showed no evidence of short battery life. A ¿low battery¿ warning was observed associated with normal battery wear on (B)(6) 2017. Investigation revealed moisture in the battery compartment. Leak testing revealed a battery compartment leak. The returned battery cap was undamaged and was able to fully tighten. The pump powered on normally and current draws were within specifications. The alleged battery life issue could not be confirmed or duplicated on investigation. (B)(4).